Event description:
Reportedly, there is oversensing of myopotentials on the right ventricular channel, the sensitivity has been decreased after arrhythmia induction and shock on r-wave. Files to be retrieved.

Manufacturer narrative:
The review of provided data highlighted high values of the electrical measurements (impedance and continuities) could be linked to a connection issue during box replacement on july 2022. A connection issue in the rv is-1 may trigger unstable rv pacing impedance and also high coil continuities. In another hand the recorded non sustained episodes of ventricular oversensing could be linked to an insulation issue or myopotentials. The ICD lead is a medtronic lead. We recommend to check the functioning/integrity of the ventricular lead and of ventricular pacing and defibrillation systems: perform a x-ray to check that the connector pin of the rv is-1 has been fully inserted. Perform extensive sensing, continuities and impedance measurements in the ventricular channel; same real time sensing and pacing tests could be conducted while performing provocative maneuvers (valsalva, moving the arm, breathing deeply, manipulating the case / header ¿), so as to try see if noise/oversensing can occur; no general malfunction is suspected on the device. This case is retained and utilized for trend purposes.